Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced underinfusion and a return of pain symptoms. X-rays revealed a catheter fracture approx 10 cm from the pump attachment site. A catheter revision was done and the pump was aspirated prior to refilling. There were 18 ml aspirated from the pump when the programmer indicated that 3.5 ml should have been present. The pump was replaced. There was no pt injury and the pt recovered without sequela. The medications being delivered via the device system were clonidine and xylocaine.